Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, hormone level abnormal, weight increased, alopecia, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event dyspareunia (painful sexual intercourse),general abnormal bleeding, hormonal changes, weight gain, hair loss, migraine, headaches nausea, fatigue. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.